Event description:
It was reported that the battery of this device was suspected to be depleting prematurely. The patient will be scheduled for a replacement procedure. No adverse patient effects were reported.

Manufacturer narrative:
This investigation will be updated should further information be provided.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the battery of this device was suspected to be depleting prematurely. The patient will be scheduled for a replacement procedure. No adverse patient effects were reported. It was reported that this device was subsequently explanted and replaced. The device was disposed of and therefore, cannot be returned for evaluation. No additional adverse patient effects were reported.